Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that the citadel bed frame moved down without any command given. There was a patient in the bed at the time of the event. No injury was reported. It was indicated that the codes e410 and then e300 were displayed on the panel. The citadel bed was moved to repair due to service order. The bed was evaluated by arjo service technician. Inspection of the device revealed that the buttons on the side panel stuck intermittently due to a faulty control panel.

Manufacturer narrative:
It was reported that the citadel bed frame moved down without any command given. There was a patient in the bed at the time of the event. No injury was reported. The citadel bed was moved to repair due to service order. The bed was evaluated by arjo service technician. Based on an arjo service technician assessment, the most likely cause of the reported unintended movement may have been the control panel failure. The control panels, located on the panels of side rails, provide full control of all the bed¿s functions. The arjo service technician replaced the faulty part. After the part replacement, all functions of the claimed bed were working correctly. The arjo service technician indicated that the most likely cause of the malfunction may have been a defective control unit, however based on the information gathered, the exact cause of the component failure could not be determined. To sum up, while the event occurred, the device was used for patient treatment. The system failed to meet its performance specification since unintended movement occurred. The complaint decided to be reportable due to unintended movement occurrence. No injury was reported.